Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: port leak and/or damage.

Event description:
Healthcare professional reported "noticed a leak in a newly opened expander" and "leak was noticed in the testing phase". There is no patient contact. Device was not implanted.

Event description:
Un-report. Per medical review, no reportable events associated with complaint.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6